Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. This medwatch report is for the suspect device used in the mobile system (lot number 278249, expiration date 12/31/2014). Reference medwatch report (B)(6) for the suspect device used in the aviva system.

Event description:
Customer received result of 384 mg/dl on the mobile system, and a result of 130 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer returned an empty test cassette.